Event description:
Revision surgery was required, due to breakage of the nail.

Manufacturer narrative:
This event was previoulsy reported to the FDA by the user facility on report # 2400010000-2006-8031.